Event description:
It was reported that during implant of this right ventricular (rv) lead, the helix was unable to be extended after 40 turns. Additionally, threshold and impedance measurements were noted to be abnormal. The lead was attempted, but not implanted. Another lead was implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during implant of this right ventricular (rv) lead, the helix was unable to be extended after 40 turns. Additionally, threshold and impedance measurements were noted to be abnormal. The lead was attempted, but not implanted. Another lead was implanted and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test could not be performed due to dried blood/tissue in the helix housing; however, visual inspection showed the lead tip/helix appeared normal with no damage or deformation. Laboratory analysis did not confirm the threshold and impedance measurement anomalies and concluded that the helix extension difficulties was a result of dried blood/tissue around the helix.